Event description:
In 2008, the pt reported that he experienced air in his insulin cartridge after inserting it into the infusion device. He stated that he fills the insulin cartridge to the "line below 315" and he does not adjust the piston rod, or attach the adapter and infusion tubing prior to inserting the insulin cartridge. He was educated on the proper procedure. He stated that he was able to prime the air out of the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.